Event description:
The physician was using the perform plus reverse augmented reamer and without any effort there was a loud noise and it broke at the junction of the thread to the power tool attachment piece.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the corrections in sections d9,h3, h5 & h8. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not available.

Event description:
The physician was using the perform plus reverse augmented reamer and without any effort there was a loud noise and it broke at the junction of the thread to the power tool attachment piece.